Manufacturer narrative:
The t:flex pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was connected at the site while performing fill tubing. Reportedly, the customer allowed for the prime to hit the maximum number of 30 units for the pump to stop the prime on it's own. Tandem technical support advised for the customer to check blood glucose (bg) level immediately, as this issue can result in a dangerous hypoglycemic event. The customer acknowledged and stated bg level was 119 mg/dl. Reportedly, the customer would continue to drink juice to ensure bg level does not drop below 119 mg/dl. Customer declined further follow up.